Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician stated that the lens was explanted with patient reason as poor visual acuity occurred after surgery, power discrepancy. The lens was replaced with a non company lens in a secondary procedure. Additional information has been requested and received stating that there was a predicted refractive error and decreased visual acuity. It was noted as a non serious event and the outcome noted be recovered. At the initial surgery, the iol power was 13.5 d. And replaced with non company lens with a diopter of 11.0d. Residual astigmatism was considered acceptable because of the with-the-rule astigmatism. The causal relationship between this event and the company lens used in the initial implant remains unknown. A causal relationship is considered unlikely. Corneal shape changes associated with the patient's history of hard contact lens wear are considered the most likely contributing factor to this event. Given the patient's high myopia, measurement error in anterior chamber depth assessment with the company biometer may have been more likely to occur and could also have been a contributing factor to the event.